Manufacturer narrative:
Results: power cord with exposed wires. Power entry module.

Event description:
It was reported by service report that there was no power to the bed. The customer reported that they did not know if there was patient involvement or if there were any adverse consequences to report.